Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade IV. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "capsular contracture baker grade IV", "discomfort", "asymmetry", "pain", "implant has shifted towards the armpit" and "lateral positioning of the implant with outward rotation". Later, healthcare professional reported "the implants moved beyond the original pocket". This record is for the left side. Device was explanted and replaced with another manufacturer's device.